Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopy it was noticed that the red and white tubing was mixed up. So the water always flowed out of the shaver. Due to this failure the surgery and the anesthesia was prolonged. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 13-oct-2020: further information were provided that the issue was noticed while the shaver was still at the table. So there was no patient contact. Thus the error was noticed before the shaver was used on the patient.